Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system was not booting up. Upon troubleshooting, the fse found that the system was not booting up due to a potential issue with the suite pc or its software. To resolve the issue, the fse reinstalled the suite pc software and restored the system backup and licenses. After the software was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.